Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the ivus catheter became stuck to the guidewire, rendering the guidewire unobtainable and causing damage to the wire lumen. The physician was able to remove the catheter from the guidewire outside the patients body, and the procedure was completed with another of the same device. No patient injuries were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed no issues; the device appeared to be in good condition. No damages or failures were observed on the ccp (catheter code pcba) board assembly, although the guidewire exit port was lifted. Impedance test showed an electrical open at the distal end of the catheter, between 0-10 cm from the distal housing. A functional test was performed using a test guidewire, which was inserted without any indication of resistance while tracking the guidewire into the catheter. The motordrive unit and ilab system were used to perform a functional inspection of the device. The catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing. The as reported codes of device guide wire stuck and catheter damaged/defective are confirmed based on the evidence. The damaged guidewire exit port and the open circuit found at the distal end during the product analysis could have contributed to the reported events.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the ivus catheter became stuck to the guidewire, rendering the guidewire unobtainable and causing damage to the wire lumen. The physician was able to remove the catheter from the guidewire outside the patients body, and the procedure was completed with another of the same device. No patient injuries were reported.